Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated atrial lead revision, it was found that the lead had dislodged. Physician elected to explant and replaced the lead. No electrical anomalies were detected. Patient was stable post-procedure.